Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the electrodes. The area was described as open, weeping sores under the ECG electrodes and raised bumps and itchy areas under the therapy electrodes . During a follow-up, the patient's wife stated that the irritation was the same and that she has been using a homeopathic cream to treat the irritation. The patient's wife asked that zoll stopped calling, therefore the final medical outcome is unknown.